Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated eelctrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator monopolar energy ports were not detecting instruments. The customer swapped ports, restarted the erbe, changed the energy cable, and replaced the instrument, with no resolution. No errors were found in the system logs. The intuitive tech support engineer (tse) suggested to use a third-party device. The procedure was reportedly being completed as planned, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found issue was confirmed using system logs; however, log reviews identified recurring errors with additional erbe log errors. Despite these findings, functional testing showed the unit powered on normally and operated as intended, successfully cauterizing across all ports and instruments. The complaint was confirmed based on field evaluation. The probable root cause of this issue is attributed to faulty component of erbe generator.

Event description:
Refer to h11 for follow-up information.